Event description:
Related manufacturer report number: 2916596-2021-03274.

Manufacturer narrative:
Section d4: multiple attempts were made to obtain the serial number of the device, however no response was received. H4: as the serial number of the mpu was not provided, the device manufacture date is unknown. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days ((B)(6)2021, (B)(6)2021, (B)(6)2021, (B)(6)2000 per time stamp). Events occurring on (B)(6)2000 took place when the clock was not set, and the exact date and time of the events could not be determined. No external power alarms were active due to a loss of ac power while connected to the mpu on 13apr2021 at 13:58:40, between 14:00:48 ¿ 14:00:54, and between 14:00:59 ¿ 14:01:02. The backup battery provided power to the system during these events. Multiple good faith efforts were sent to retrieve the information regarding if the mpu would be returning, the serial number of the mpu, if the mpu has a v-lock connector, if the power cord came loose at the wall/outlet or the back of the unit, or if there were any environmental circumstances; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to addresses how to properly interpret and troubleshoot all system alarms including, low voltage, backup battery fault, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight, but no information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having external backup battery (ebb) alarms. The patient was switched to a new version 1.7 controller; the pump turned on but the controller's display screen would not work. Upon switching to the backup controller, there were low battery alarms despite being connected to fully charged batteries. The patient was then placed on wall power. Frequent pi events were also reported. The log file showed questionable supply voltages which were thought to be related to an issue with the patient cable. The controllers were exchanged for backup battery fault alarms. The log file also showed no external power alarms were active due to a loss of ac power while connected to the mobile power unit (mpu).